Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Meter serial # and test strip lot # were not available during the conversations.

Event description:
This senior medical surveillance specialist spoke with the reporter/layperson (pt's fiancee) regarding her 2009 complaint. Allegedly, the pt's one touch ultrasmart meter's display was too "dim" to read. The customer care advocate replaced the meter and test strips. The reporter clarified and shared the following info with this specialist on 07/20/09. On 07/02/09, the display was legible; the pt was asymptomatic with his three results of the day in the 161 mg/dl range. On four days prior to original date between 5 and 6 am, the pt felt "sluggish", dizzy, and nauseated. Although the meter powered on, the characters on the display were not visible. Thinking it was due to a battery issue, the reporter changed the batteries twice. Still having symptoms the next day, the reporter took the pt to the ER where his blood glucose was 480 mg/dl around 1:30 or 2 pm. The pt was treated with IV glucose and released seven hrs later with a blood glucose of 130 after refusing to be hospitalized. Two days later, the pt was evaluated by his own physician who did not treat or change his regime. The reporter stated that the pt is on a regime of oral medication for diabetes, simcor and cymbastin; however, simcor is for lowering cholesterol and triglycerides and cymbastin controls an overactive bladder. Although the pt apparently is on no oral diabetic medications or insulin, the complaint is reported due to treatment for elevated blood glucose by an hcp when the pt was unable to read results on his own meter.